Event description:
It was reported that the lead showed high impedances that would increase when the physician pressed on the device. A lead problem was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead showed high impedances that would increase when the physician pressed on the device. A lead problem was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The lead has been returned, analyzed, and analysis results revealed a conductor fracture.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.